Manufacturer narrative:
(B)(4). Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. Annular calcification is a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. In this case, medical records indicate that the patient's native aortic valve was severely calcified. It was noted that the valve replacement was very difficult to perform due to severe annular calcification circumferentially around the aortic annulus. The root cause of this event cannot be conclusively determined. However, it appears that patient and/or procedural related factors likely caused or contributed to this event. There has been no allegation of a device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient expired due to severe aortic insufficiency and hemodynamic instability post-implant of a 21mm 3300tfx pericardial aortic valve. After implant of the 3300tfx valve, the patient was slowly taken of bypass and the valve was noted to exhibit severe perivalvular leak. Per the medical records, the patient was quite frail and had a long history of atrial fibrillation. He also has a zenker's diverticulum prohibiting transesophageal echo. The aortic native valve was severely calcified. There was extensive calcium extending into the annulus and on the aortic wall and to the subannular tissues. The surgeon implanted the magna ease valve and severe perivalvular leak was observed. It was very difficult to do the implantation due to severe annular calcification circumferentially around the aortic annulus. Due to the severe perivalvular leak, the aorta was re-crossclamped and an attempt was made to control the leak. It was unclear where the leak was coming from. It appeared to be anterior in the right coronary sinus. Multiple additional stitches were placed from outside of the aorta to try and diminish the leak, which was quite difficult to place; however, there was significant aortic insufficiency secondary to a perivalvular leak. The crossclamp and cardiopulmonary bypass time was quite extensive and because of this, when the perivalvular leak was still present after the second crossclamp, it was decided not to try to fix it again. It appeared as though the patient would not tolerate being weaned from cpb, but eventually he was able to with improving cardiac index. The patient weaned off from cpb on high dose of inotropic and pressor support. Protamine was administered. Post procedure, the patient was transferred to the ICU and expired shortly thereafter on same day of surgery.